Manufacturer narrative:
It was reported that there were issues in theatres today with f2 and f3c jigs for sn (B)(4). The two pieces would not click together. F2 had a protruding part that clashed with the shape of f3c. The surgeon had to remove this as best as he could with a nibbler which meant that this side of the jig did not have good contact onto osteophytes. There was a delay of 20 minutes as a result of this issue. For 0503489, the automation software used in the design of our itotal cr femoral jigs failed to trim the medial anterior referencing tab of the (f2) align jig. This was caused by a solidworks bug that won't allow some features to fully propagate if the 3d surface becomes too graphically complex (not necessarily anatomically complex). The cad user manual calls for a review and if necessary a modification of the feature to ensure proper function. This was missed by our cad team which led to the interference we saw intraoperatively with the (f3) distal cut guide. We've re-trained the responsible users and added this example to our on-going quality meetings. All sterilisation requirements were met.

Event description:
It was reported that there were issues in theatres today with f2 and f3c jigs for sn (B)(4). The two pieces would not click together. F2 had a protruding part that clashed with the shape of f3c. The surgeon had to remove this as best as he could with a nibbler which meant that this side of the jig did not have good contact onto osteophytes. There was a delay of 20 minutes as a result of this issue.